Manufacturer narrative:
A getinge field service engineer (fse) replaced derive manifold assembly (0104-00-0031). The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is beijing chaoyang hospital affiliated to capital medical university. Due to character limitation in e1 for event site address name, full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine inspection that cardiosave intra-aortic balloon pump (iabp) failed drive valve group test. There was no patient involvement.